Event description:
A customer reported the base will not lock on their affiniti 70 ultrasound system. It is unknown if the system was stationery or being transported at the time this issue occurred. The failure occurred while in clinical use. No patient or user was harmed as a result of the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
Additional information received from the customer indicated the affiniti 70 system was stationary at the time the control panel base would not lock. This is not likely to cause or contribute to a serious injury. The field service engineer was dispatched to the site to evaluate the system and replaced the control panel articulation arm to resolve the customer¿s issue.